Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-49295. It was reported during a trial procedure on (B)(6) 2020 the physician was unable to place the leads due to the patient¿s anatomy. Procedure was aborted.

Manufacturer narrative:
A physician unable to implant leads due to patient's anatomy was reported to abbott. Case was aborted. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.